Event description:
It was reported that when the ventilator was getting set-up for pt use, the ventilator was making noise, alarmed and gave no breaths. The pt was placed on another ventilator. No reported harm to the pt.